Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that a patient had experienced a hypoglycemic event while on the pump. The reporter stated that the patient had a blood glucose level of 40 mg/dl with symptoms of being ¿glassy-eyed¿ and loss of consciousness. The patient was treated with food and sugar cubes before paramedics were called and the patient was taken to a hospital. The patient was unsure of what events lead up to the low blood glucose excursion, but a review of the pump history indicated a larger than expected prime volume of insulin. This indicates that the patient may have inadvertently infused insulin if they had primed the pump while still attached. This complaint is being reported based on the allegation that the patient experienced a hypoglycemic event while on the pump as a result of use error of the device.